Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that employees were exposed to rapicide pa high level disinfectant that leaked from their advantage plus pass thru automatic endoscope reprocessing system and reported experiencing eye irritation, and problems breathing. The employees visited the emergency room as a precaution. It is unknown if they received any medical treatment.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found that the rapicide leak was traced to a check valve. The cause of the reported event was due to the extended use beyond its intended service life due to the valve not being replaced annually as required. The technician who performed the last preventive maintenance activity on the unit in july 2024 is no longer with steris. There is currently no evidence to support that any other units may be impacted by this issue. It was reported that user facility personnel did receive medical treatment for minor respiratory and eye irritation. The technician replaced the check valve, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.